Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus was healthy. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("periods during sexual relations"), fatigue ("when I lifted any weight, I was very tired") and adverse event ("and others"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, coital bleeding, fatigue and adverse event had not resolved. The reporter considered adverse event, coital bleeding, fatigue and menorrhagia to be related to essure. The reporter commented: I am contacting you because, in 2013, I received the essure devices, and from 2013 to this day I have experienced side effects without knowing that it was this device that devastated my health, without exaggeration I went to the emergency room, where I was told about the resist association where I made contact and I found out that I was not the only woman who had suffered this kind of reaction. So I had the device removed and, I had a healthy uterus, everything was very simple, so it was concluded that we will say 99% was due to the effects and therefore I decided to file a complaint against your company quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: uterus was healthy. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("periods during sexual relations"), fatigue ("when I lifted any weight, I was very tired") and adverse event ("and others"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the menorrhagia, coital bleeding, fatigue and adverse event had not resolved. The reporter considered adverse event, coital bleeding, fatigue and menorrhagia to be related to essure. The reporter commented: I am contacting you because, in 2013, I received the essure devices, and from 2013 to this day I have experienced side effects without knowing that it was this device that devastated my health, without exaggeration I went to the emergency room, where I was told about the resist association where I made contact and I found out that I was not the only woman who had suffered this kind of reaction. So I had the device removed and, I had a healthy uterus, everything was very simple, so it was concluded that we will say 99% was due to the effects and therefore I decided to file a complaint against your company further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.